Event description:
A customer contacted baxter's technical service center regarding an alarm on the home choice (hc). During troubleshooting the home patient (hp) reported the drain line extension had not been changed for a week. The technical services representative (tsr) advised the hp to change the extension line and call back if the alarm returned. During follow up with the hp it was reported there was residue on the end of the drain line. The hp changed the line as instructed by the tsr. The hp reported he continued therapy and has not had any further problems. The hp was instructed that the drain extensions are recommended for one time use. The hp had not followed up with his pd rn regarding the extension line that was not changed out. There was patient involvement and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint of a drain line extension that had not been changed out could not be confirmed due to lack of sample. However, based on complaint information, the cause was determined to be use error- the extension line was used longer than the intended use. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.